Event description:
Per patient's husband, patient's cadd legacy pump sn (B)(4) screen has gone blank. Patient is connected to other pump with no issues - no harm to patient. We are sending new pump for early am delivery for tomorrow. Patient will return broken pump to (B)(4). No further information available. Reported to (B)(4) by: patient/caregiver. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.